Event description:
Complainant alleged that while attempting to defibrillate a 30-year-old female patient, the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical canada, the device was put through extensive debug and final testing without duplicating the report. The device was recertified and returned to the customer. Review of the clinical file showed segments two and three were both not able to be matched to any specific rhythm type and due to both segments recording high normalized amplitude values and very low signal amplitudes during these segments the analysis algorithm determined the rhythms to be non-shockable in both segments. This segment recorded invalid results for multiple waveform metrics, which is usually due to a very low recorded signal amplitude, and this greatly limits the quality of waveform data. It was concluded by review of the clinical data the device worked within the limitations of the technology available. Analysis for reports of this type has not identified an increase in trend.